Event description:
The user complained of pain when wearing the audio processor (ap) for longer duration. The user was explanted.

Manufacturer narrative:
Additional information: based on the received information from the field, the device did not provide sufficient benefit due to a migration of the active electrode out of cochlea, which could be confirmed by diagnostic imaging. Furthermore, the gpi was increased, which points to bone growth around the reference electrode contacts. In addition, pain was reported when using the audio processor for a longer time period. This might be related to a combination of the migration and the bone growth. The device was explanted but has not been received yet for investigation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user complained of pain when wearing the audio processor (ap) for longer duration.